Event description:
The company received report where it was claimed that after placement of the tube the locking system of the inner and outer cannula did not function which presented an air leakage. The info provided suggest that recannulation of a replacement tube was required. Multiple attempts have been made to collect further info related to this report.

Manufacturer narrative:
The sample associated to this report is not expected to be returned for analysis. Info has been added to the database for trending purposes.